Manufacturer narrative:
Model number, device manufacture date: not available on the date of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that prior to a case when pulling an exam from electronic picture archiving and communication systems (pacs) the site was able to query but when they initiated the download the system became stuck on the hour glass and became unresponsive. The site was able to pull other exams from the same patient with no issue. The exam was only 250 slices and was successfully loaded by cd for the case. No patient was present at the time of the event.

Manufacturer narrative:
A software investigation was initiated and software the logs were reviewed but provided no additional insight regarding the cause of reported complaint. Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.